Event description:
The pt was admitted to the hosp for left heart catheterization procedure, including coronary arteriography, left ventriculography and nonselective aortography via the right femoral artery. Following a femoral angiogram, angio-seal device was deployed to close the arteriotomy site. Soon after deployment, the pt complained of pain; dorsalis pedis and posterior tibial pulses were absent. With access via the left femoral artery, a nonselective angiogram revealed a low flow state distal to the angio-seal device which had been positioned in the right common femoral artery (cfa) and an occlusion distal to the common femoral artery. A select angiogram revealed the angio-seal device had migrated 3cm distal to the initial deployment site. The pt underwent surgery. Additional info revealed during surgery, a small amount of suture was found protruding from the anterior common femoral artery. A small amount of collagen was on the exterior surface of the femoral artery and the anchor was present just within the vessel lumen. The angio-seal device was removed and believed to be intact; it was discarded. A dissection was present on the posterior artery; a fogarty catheter was used to remove thrombus and a graft was placed. The pt was reported to be recovering.